Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms and a past hospitalization that occurred 6 to 8 months ago. The customer's blood glucose level was 500 mg/dl at the time of admission. The customer also reported a past bent cannula. The customer reported that she stopped using the insulin pump 3 hours before the call, and reverted to manual injections. The customer performed a manual prime and insulin exited. The customer was advised that the site may have been occluded. The customer stopped troubleshooting due to needing to go back to work. Nothing was replaced or returned for analysis.